Manufacturer narrative:
(B)(4). It is being resubmitted based on guidance from the esub help desk due to an issue with the emdr system. The complaint devices were recently returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is currently in progress, and we will provide a f/u report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) rep that the connector on the inspiratory limb was detached on three rt380 adult dual heated evaqua2 breathing circuits. The hospital further reported that this occurred when they were disconnecting the nebulizer from the inspiratory limb connector. No pt consequence was reported.